Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ghost tower failure occurred and the tower door could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not recognized. A field service engineer (fse) investigated the reported communication issue after the customer indicated that drawer 6 was not detected on the bus. The fse accessed the station, confirmed that the drawer was detected but the cubies were not recognized, and performed a remote reboot to restore communication between the drawer and cubies. The fse verified that communication was restored and that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.